Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be peformed. Customer indicated the device will be taken out of service. Analysis of reports of this type has not identified anincrease in trend.